Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a current blood glucose value of 450 mg/dl. The customer reported the following led up to the event was realized that the infusion set quick release was disconnected document treatment for high blood glucose was the customer delivered bolus. The event involved product(s) mmt-7040a, mmt-1884, mmt-866a, mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer declined to continue with troubleshooting. Cust is requesting assistance with entering auto basal with 780g. Calibration was not accepted or a change sensor alert occurred which prevented the pump from entering auto basal. The customer reports receiving a calibration not accepted alert. The customer entered a new blood glucose and calibration. No further patient complications were reported. No product return was required for mmt-7040a. No product return was required for mmt-1884. No product return was required for mmt-866a. No product return was required for mmt-332a.